Event description:
It was reported that the atrial lead exhibited 105 ohms impedance. At a follow-up a month later the lead impedance was 440 ohms. The lead would be revised when the implantable cardioverter defibrillator (ICD) reaches elective replacement indicator (eri).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.